Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after inserting a new site, the user "continued" to received resume pump alarms. The user's blood glucose level was 274 mg/dl and it was addressed with a bolus via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.